Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the cs23c, used with a hp050,the blade would not coagulate nor cut as intended. There was bleeding (2000cc blood transfusion was done).